Event description:
It was reported that loss of capture and loss of sensing were observed on the right atrial (ra) lead. Diagnostic imaging was performed, and the ra lead was found to be dislodged. During a revision procedure, the helix of the ra lead failed to extend. The cause of the ra lead dislodgement was alleged to be caused by a lead malfunction. The ra lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, sensing problem, and failure to capture. The helix mechanism issue was confirmed. Visual examination found the helix retracted and clogged with blood and tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix issues reported in the field. After cleaning, the helix was able to fully extend and retract with the extension length measured within specifications. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue in the helix region and over torqued of the inner coil. The reported events of sensing problem and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was not required per investigation procedure.